Event description:
Arm slipped off arm of reclining chair.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: user facility biomedical/bioengineering department. Service records not available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: device failure related to patient condition. Certainty of device as cause of or contributor to event: no. Corrective actions: use of all similar devices stopped temporarily. The device was not destroyed/disposed of.